Event description:
It was reported that the patient¿s device had high impedances (>10,000 ohms). The patient had a change in stimulation. A couple of months prior, the patients father fell and the patient helped pick him up. The patient felt something change in his back and since then, his system hadn¿t worked the same. All impedances were running at 10,000 ohms except 2,6 which was 918 ohms. They were rerun at 3v and with electrode 0 as the reference most electrodes came back greater than 40,000 ohms. If the patient pressed in the area the ¿needle¿ was placed, up in the spine, the stimulation would become more intense. A CT scan showed that a change in appearance of the leads (no clarification given) and the patient was referred to a surgeon for a lead revision. Additional information about any intervention and the outcome was requested. If received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger (B)(4).

Event description:
Follow up information received from the healthcare professional (hcp) reported that cause of the impedance issue was unknown but a suspicious lead fracture was noted by referring physician (and not the radiologist). It was also reported that a CT scan was performed for assessment of placement and any other anomalies. A CT myelogram was also ordered but no results were reported. In addition, the patient was reprogrammed by the manufacturer's representative on (B)(6) 2014 with an outcome of not recovered symptoms/issues ongoing noted. Subsequent follow up information reported that the patient was being referred back to their physician for a revision (no date had been scheduled at the time of report). If additional information is received, a follow-up report will be sent.